Event description:
Hill-rom received a report from the account stating the siderails will not latch. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The hill-rom tech found the mattress on the bed causing the siderails not to latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech swapped the mattress to resolve the issue. Based on this info, no further action is required.